Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of motor error with their insulin pump. The customer's blood glucose level at the time of incident was 402mg/dl. The customer had not treated for the high yet. The customer states they were unable to check alarm history due to pump going into rewind mode. The customer was assisted with troubleshoot. The customer was advised to discontinue use of the device, and that it would need to be replaced. The customer declined to return pump and will hold on to device until they speak with their trainer.